Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin direct gen.2 results for 2 patient samples on a cobas 4000 c311 stand alone system. On (B)(6) 2025, sample 1 had an initial direct bilirubin result of 1.605 mg/dl. The sample was repeated, and the result was 1.639 mg/dl. The doctor questioned the result. The repeat result from an external laboratory that uses an abbott analyzer was 0.46 mg/dl. This repeat result was deemed correct. On (B)(6) 2025, sample 2 had an initial direct bilirubin result of 1.969 mg/dl. The repeat result from the external laboratory was 0.56 mg/dl.

Manufacturer narrative:
The root cause of the event was found to be consistent with methodological differences between the roche and competitor assays. It was also found that the patient samples had a hemolysis index of >25. Per product labeling, "hemolysis: no significant interference up to an h index of 25." No product problem was identified.